Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: device deployed by physician post procedure. After deployment bleeding persisted at access site. Wire was removed and lock readvanced. Light oozing occurred and manual pressure applied for 2 minutes while protamine administered. When checking heavy bleeding occurred again. Manual pressure reapplied. Physician decided to perform cutdown after unable to obtain hemostasis. Additional information on 23nov2022: during a leg extension with coiling procedure, single access was gained, utilizing micro puncture and ultrasound, in the central left common femoral artery (cfa). Vessel size was 12mm and there was no calcification or tortuosity. The measured depth for the manta device was 3+1cm and there were no issues advancing or withdrawing procedural sheaths. 5000units of heparin and an unknown amount of protamine were administered intravenously during the procedure. A surgical cutdown was preformed to resolve bleeding post deployment and the manta was explanted. The patient received a unit of pr blood cells which had been planned prior to the procedure due to the labs and a history of metastatic lung with low h & h and platelets. Patient was described as stable post procedure.

Event description:
It was reported that: device deployed by physician post procedure. After deployment bleeding persisted at access site. Wire was removed and lock readvanced. Light oozing occurred and manual pressure applied for 2 minutes while protamine administered. When checking heavy bleeding occurred again. Manual pressure reapplied. Physician decided to perform cutdown after unable to obtain hemostasis. Additional information on 23nov2022: during a leg extension with coiling procedure, single access was gained, utilizing micro puncture and ultrasound, in the central left common femoral artery (cfa). Vessel size was 12mm and there was no calcification or tortuosity. The measured depth for the manta device was 3+1cm and there were no issues advancing or withdrawing procedural sheaths. 5000units of heparin and an unknown amount of protamine were administered intravenously during the procedure. A surgical cutdown was preformed to resolve bleeding post deployment and the manta was explanted. The patient received a unit of pr blood cells which had been planned prior to the procedure due to the labs and a history of metastatic lung with low h & h and platelets. Patient was described as stable post procedure.

Manufacturer narrative:
Qn# (B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the metastatic lung patients' labs prior to a aaa repair, indicated low hemoglobin & hematocrit, and low platelets; and the physician planned to administer a unit of packed blood cells at the end of the procedure. Following the aaa repair, a 14f manta was deployed for closure in the left femoral artery. Ultrasound and micro puncture were utilized to gain a central positioned access. The arteriotomy was greater than 12mm, no calcification, and a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was obtained prior to the patient "bucking" on the table. Bleeding returned to the access site, resulting in the physician readvancing the lock and removing the guidewire. The oozing continued, manual pressures were applied for two minutes, and protamine was administered. A re-check of the access site revealed heavy bleeding returned. Manual pressure was reapplied, and after unsuccessful attempts gaining hemostasis, the physician chose to do a surgical cut down. The root cause of manta not being effective in creating hemostasis was possibly due to the manta implant becoming dislodged. It is likely the device displacement was caused by the patient's movement during post-deployment which is against standard procedure for ambulation. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no follow-up regarding positioning of the manta seen during surgical intervention, and no angiograms or device return submitted for investigative purposes, the root cause remains undeterminable. The IFU states other access site complications leading to bleeding, possibly requiring surgical repair are identified as potential adverse events related to the deployment of vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding and oozing from the puncture site. The safety and effectiveness of the manta device has not been established in patients with a bleeding disorder, including thrombocytopenia (<100,000 cells/ul platelet count), thrombasthenia, hemophilia, von willebrand disease, or anemia (hgb<10g/dl, hct<30%). The IFU precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, the post procedural care guide states: avoid rigorous activity or straining.